Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose at the time of incident was 403 mg/dl, and current blood glucose was 325 mg/dl. The customer was experienced the symptoms such as just a dule feeling feels like he does not want to move. The customer treated with the manual injection. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The troubleshooting was performed for high blood glucose and under delivery. The insulin pump will not be returned for analysis.